Event description:
Pt was revised due to fractured patellar component caused by a fall.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Prod info required to review the device history records was not provided. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported device fracture; however, provided info states the pt experienced trauma (fell) and the patella fractured. Based on the investigation findings, the need for corrective action is not indicated.